Manufacturer narrative:
(B)(4). The fiber was returned broken into two pieces. The first piece measured approximately 15.7 cm from the top of the connector to the break. Burn marks were observed on the break, indicating the break occurred during use, resulting in misfire. The second piece measured approximately 302.8 cm from the break including the distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the laser fiber was broken. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure and outside the patient, the laser fiber was broken. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.